Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump leading to the pump shutting off. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as backup insulin therapy.

Event description:
Caller reported damage to pump housing and usb, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Customer was instructed by tandem technical support to put the pump in storage mode and return it with a pre-paid label within 10 days, and a replacement pump was sent. Customer planned to use multiple daily injections (mdi) as backup insulin therapy.